Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found to deliver within specification during flow testing. A review of the event history log was performed. The customer did not provide an event occurrence date, however on the last day of customer use, an infusion with the parameters: rate of 40 ml/hr and volume to be infused (vtbi) 20 ml was programmed, which are the flow accuracy test parameters outlined in the spectrum iq installation and maintenance manual. The infusion completes without interruption. No abnormalities were observed through the history log. The reported condition was not verified. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed a flow rate test (high). There was no patient involvement. No additional information is available.